Manufacturer narrative:
Findings: pump received with severely damage with dog chew on case, including reservoir tube, display window, battery tube and keypad traces. Pump had cracked and bleeding lcd glass.

Event description:
The customer reported via phone call indicating that insulin pump had a damage. Customer's blood glucose was 13 mmol/l. Customer stated that the insulin pump was chewed by his dog. The customer has been on manual injection. Customer was advised that the device would be replaced and agreed to return the product for analysis.